Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right capsular contracture, baker grade not specified, "any creases associated with hole", and "particles in valve" . Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: crease fold is observed on the device. Other-technical: not observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Deflation: observed, one opening on radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. White particles in shell are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation, capsular contracture, baker grade not specified, "any creases associated with hole", and "particles in valve". Device has been explanted.